Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that no venous return when sampling with the canula. No patient impact.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number d4. Medical device expiration date: unknown . H4. Device manufacture date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information date received by manufacturer: 23-jan-2025 after further evaluation of the complaint, it has been determined that the previously submitted MFR report #: was submitted in error, the report is not reportable. This MDR is now void.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that no venous return when sampling with the canula. No patient impact.